Manufacturer narrative:
Conclusion: based on the images provided by the customer and the damage identified during the analysis, this complaint is confirmed for a leak from the arterial sampling cap during use. This is a result of an error during the molding of the arterial sampling cap at the injection molding supplier; the supplier has been notified and actions have been taken to correct the error. This device was manufactured prior to when the actions were taken. The cap is not installed on the device at medtronic prior to the leak test; therefore the medtronic process would not identify this issue. The device history record was reviewed; devices are required to pass manufacturing inspections and specifications prior to release and no abnormalities were documented which would cause or contribute to the reported occurrence. There were no patient/clinical safety issues reported. Trends for issues with this product are reviewed at quarterly quality meetings. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of this fusion oxygenator the customer reported a leaky arterial sample port cap. The oxygenator was cut out and replaced with an oxygenator and cardiotomy venous reservoir from another custom tubing pack. There was no patient involved in this event so no adverse patient effect occurred.